Manufacturer narrative:
The investigation determined that the customer reported a higher than expected vitros crea result for a single patient sample tested using vitros chemistry products creatinine (crea) slides lot 1523-3491-9425 on a vitros 350 chemistry system. The vitros 350 chemistry system did not generate a vitros crea result when the patient sample was tested due to the occurrence of a ¿dp¿ sample code, which indicates substrate depletion. The most likely cause of the dp sample code is an interferent in the sample, such a creatine, which would be diluted out with the sample dilution prior to repeat testing. Per the vitros flags and codes on reports, the description for a dp sample code is substrate depletion, and the suggested action is to dilute the sample and repeat the test. The vitros 350 chemistry system and the vitros crea reagent operated as intended when the dp sample code indicating substrate depletion was generated, and no vitros crea result was able to be generated for the sample. User error related to the inappropriate response to the dp sample code is the contributing factor to the issue as the customer assumed that the result was above the vitros crea measuring range of 0.15 - 14 mg/dl and reported a result of >14 mg/dl, and did not dilute and rerun the sample.

Event description:
A customer reported a higher than expected vitros crea result obtained from a single patient sample processed using vitros chemistry products creatinine (crea) slides in combination with a vitros 350 chemistry system. Patient sample vitros crea result of >14.0 mg/dl vs. The expected result of 1.40 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros crea result was reported outside of the laboratory. However, the physician questioned the result and had the affected sample tested on a non-vitros abbott system. A corrected result was issued and there was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).